Event description:
Had lasik done in 2017 and immediately had horrible right eye pain. Lasik dr said it was just dry eye and gave me drops. Two and a half years later and I'm still dealing with horrible eye pain which leads to nasty headaches. Many eye dr appts and all they say is I have dry eyes. I also need reading glasses and distance glasses. Spent over (B)(6) on lasik to be back in glasses one year after surgery. Eye drops the dr wants me to use are over (B)(6) a month which I cannot afford. I'm (B)(6) y/o and have to live the rest of my life in pain due to lasik. Had it done at lasik plus in (B)(6). FDA safety report ID # (B)(4).